Manufacturer narrative:
Per tandem¿s t:slim user guide: ¿make sure that you always have an insulin syringe and vial of insulin with you as a backup for emergency situations.¿ the device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that multiple cartridge detection notifications occurred and multiple cartridge alarm 25 (removed cartridge alarm) alarms occurred. Reportedly, the cartridges were not removed from the pump at the time of alarms. The customer had manual injections as alternate insulin therapy. The reported events did not adversely impact the customer's blood glucose level. However, the customer reported a blood glucose level of 250 mg/dl. Reportedly, the previously used cartridge ran out of insulin and the customer was not able to change the supplies at the time of event as the customer was not home.